Manufacturer narrative:
The catheter was returned for evaluation. Onyx residue was found inside the catheter hub and tip. The catheter was found to be ruptured at approximately 6.7cm from the distal end. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. All products are 100% inspected for damage and irregularities. The lot history record review has not yet been completed. As noted in the onyx instruction for use (IFU): premature solidification of onyx may occur if micro catheter luer contacts saline, blood or contrast of any amount. If further notes to not attempt to clear or overcome resistance by applying increased injection pressure. Excessive pressure may result in catheter rupture. Do not allow more than 1 cm of onyx to reflux back over catheter tip. (B)(4). Information received from the same report as MFR: 2029214-2015-00700.

Manufacturer narrative:
The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. (B)(4).

Event description:
The following report was received by medtronic (covidien): during onyx embolization of an ethmoidal dural fistula, a marathon catheter ruptured and onyx leaked out of the catheter at the distal location, into an undesired place (ophthalmic artery). The wait time between the first and second injection was 90 seconds. After 5 minutes of onyx injection, the pressure was increased. The amount of pressure was unknown. There was approximately 5 mm of onyx reflux. The vessel was noted to be tortuous. Angiography confirmed that the contrast agent was exiting only from the catheter tip. A transcend 10 was used during the procedure. No other complications reported.